Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and upon visual inspection, no issues were found that would be related to the reported issue. The unit was installed onto a golden system and no related issues triggered. The unit was installed onto a psc fixture test platform (pftp) and failed the friction test on degrees of freedom (dof) 2 and 3. The complaint was confirmed based on failure analysis. The root cause is attributed to component failure of the yaw and pitch motor modules.

Event description:
It was reported that the field service engineer (fse) contacted technical support to report that the customer advised the homing issue on universal surgical manipulator (usm) 1 returned when the system was powered up in the morning. The customer was not in a procedure at the time of the event. The fse presented onsite the prior night and was unable to replicate the issue. The technical support engineer (tse) reviewed the uploaded error logs and noted errors 23007, 26015, 22028 reported on usm axis 1. There was no report of patient involvement or patient injury.